Event description:
It was reported that needle 27ga 3/4in needle broke. This occurred on 20 occasions. The following information was provided by the initial reporter: we received a complaint for article 302200 , 0,40x19 mm microlance 3 nr. 20. When using the lot 200813, the cannulas crunch and cause hematomas. Questions on adverse events: -death: no. -incident occured: during use -serious injury: yes, damage of the tissue -erroneous results: yes, pain was caused -course of treatment changed: yes, treatment was interrupted.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 200813. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no defects were observed in any of the needles. Per the provided feedback and the investigation results, an exact cause related to the manufacturing process could not be identified for this reported incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 27ga 3/4in needle broke. This occurred on 20 occasions. The following information was provided by the initial reporter: we received a complaint for article 302200 , 0,40x19 mm microlance 3 nr. 20. When using the lot 200813, the cannulas crunch and cause hematomas. Questions on adverse events: death: no. Incident occured: during use. Serious injury: yes, damage of the tissue. Erroneous results: yes, pain was caused. Course of treatment changed: yes, treatment was interrupted.